Event description:
It was reported that on attendance (B)(6) 2019 on flushing more than once clear fluid leakage noted at insertion site. It was stated on PICC removal unable to find fracture.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced with the returned sample. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration, and no leaks were observed in the catheter. A microscopic observation revealed no damage on the returned sample. A lot history review (lhr) of redu0061 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on attendance (B)(6) 2019 on flushing more than once clear fluid leakage noted at insertion site. It was stated on PICC removal unable to find fracture.